Manufacturer narrative:
(B)(4). Date sent: 7/16/2024. D4: batch # 860c47. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned outside its original package and no packaging was returned for analysis. Upon visual inspection, no foreign matter was noted in the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event could not be confirmed due to the returned condition of the sample. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number 860c47, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/12/2024. D4: batch # unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a nephrectomy that when opening device that there was a bug in the bottom of the plastic tray that the stapler came in. They didn¿t put the stapler on the field. Another stapler was opened and the case was completed with no issue. No patient harm was reported.